Manufacturer narrative:
Patient information was made available and the following fields were updated: a2 - dob: (B)(6) 1937; 83 years old a3 - female h6 - investigation findings: code 213. Patient information was made available and the following field was corrected. A1 - patient identifier corrected to a.r.

Manufacturer narrative:
(B)(4). Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2020, the patient presented with an unknown etiology in the renal artery and underwent treatment using a gore® viabahn® endoprosthesis (vsx) and three gore® viabahn® vbx balloon expandable endoprosthesis (vbx). The physician deployed the first vbx device approximately <1 cm shallow in the treatment zone. Then the physician extended the placed endoprosthesis with an additional vbx device. The physician then deployed a vsx device to line both vbx devices. While attempting to remove the rosen guidewire, the wire dislodged all of the stents and pulled the vbx & vsx devices out of the vessel. The physician was then able to snare all three devices and capture the devices for removal with a large bore sheath. A femoral cut down was then used to remove all snared devices from patient. The patient tolerated the procedure.